Event description:
Healthcare professional reported left side via nbir "suspected/actual rupture/deflation, change shape/size/style". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested due to lack of contact information. No additional information is available at this time. Reason for reoperation: deflation.